Event description:
It was reported by a customer that two pts experienced reactions after cystoscopy with a scope that had been disinfected in cidex activated dialdehyde solution. This report is for the first of two pts (the second report is hd0412220013/MFR. Report #2084725-2005-00007). This pt experienced symptoms 36 hours post procedure, as diagnosed and admitted to the hospital in 2004 with a urinary tract infection and pneumonia.